Event description:
Item 30-ce1sf, lot 501742, cardinal health brand. Physician opened the tray during the procedure and the tray had broken lidocaine ampule. Another tray was opened. Tray has not reached the patient. FDA safety report ID# (B)(4).